Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e1; g3; h3; h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented; light guide bundle was chipped; insufficient light due to failure of r-unit (charge coupled device). A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image distortion, during a therapeutic laparoscopic partial lung resection. The procedure was completed with the same device. There were no reports of patient harm.